Manufacturer narrative:
Section a: there was no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the site needed a new backup system controller for a patient. A new system controller from the storeroom gave a ¿call hospital-controller fault¿ message when trying to set it up. The controller was replaced. There was no patient use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) displaying a controller fault alarm was confirmed. The controller was returned for analysis, and it was noted that the controller displayed a controller fault alarm message, confirming the reported event; it was also noted that the user interface (ui) was not responding to inputs as intended and log files could not be downloaded. The issue was traced to the ribbon cable that connects the ui membrane printed circuit board (pcb) to the controller¿s main pcb being partially disconnected at the ui pcb. The root cause of the reported event was determined to be due to a dislodged internal connection. A manufacturing task was initiated under a separate event to determine the root cause of this issue. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook, section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list¿ cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.